Event description:
Pt dropped hand controller. Unit was set at 55 degrees and allegedly went up to 90 degrees with pt's leg on it. In dr's note he wrote that pt dropped the hand controller and pt reported acute flexion episode. Pt claims knee almost went to the chest. Superficial wound drainage noted this morning when dressing was checked. Tape was accross suture line. Pt noted to have elevated leg with pillows.